Manufacturer narrative:
Updating device investigation code grids.

Event description:
It has been reported that the device did not defibrillate ventricular tachycardia under 180 beats per minute during a simulated use exercise. There is no patient involvement.